Event description:
It was reported that during a cranial procedure the perforator bit did not stop. It was also reported that there was no injury to the pt. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The perforator subject to this MDR was returned for eval. The returned bit was measured where possible and these critical specifications were met. Cut testing and functional testing was performed on the returned device, which indicated that the performance of the perforator bit was acceptable. Lot number info has not been provided to permit further investigation. The root cause is undetermined.